Event description:
It was reported that contamination occurred. A 6.0 x40, 135cm charger balloon catheter was selected for use. During preparation, it was noted that the seal to the balloon packaging looked slightly open. The procedure was completed with a non-boston scientific product. No patient complications were reported.